Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) detected variable right atrial (ra) lead impedance measurements with some greater than 2,000 ohms. The sensing and threshold measurements were stable. The patient is not pacemaker dependent and were asymptomatic. A connection issue is suspected however this is not confirmed. No intervention is planned and the patient will be monitored.